Event description:
It was reported that the patient had a loss of therapeutic effect. The patient¿s symptoms started the prior tuesday, (B)(6) 2013, and her low battery started blinking the next day. The patient had her device at 5.6 v and ran it 24 hours a day. The patient switched programs and the voltage was at 6v. The patient notified her physician and had an appointment on (B)(6) 2013. The patient stated they were told that the device would last 4-5 years. Longevity was reviewed as well as warranty information. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v728411, implanted: (B)(6) 2011, product type: lead. (B)(6).